Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) mentioned their first device "malfunctioned". Pt was not sure about the particular issues, but did state they needed to have it removed and replaced. Pt also stated "it just wasn't working". Pt did clarify the device was not helping their symptoms. Pt mentioned they were not able to adjust the stimulation on their own and when their hcp would make adjustments they still were not helping their symptoms. No further complications were reported.